Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility. However, a photograph of the involved device was returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information, a photograph of the involved device and a retention sample of the involved product code/lot# combination. Based from the results of our investigation, the root cause of the problem could not be identified. The photo provided and verification by the facility, the sample cannula broke off just above the tip of the glue. Upon closer examination of the broken ends, the cut was uneven. The end of the broken needle had scratches and was slightly bended. However, verification of retention samples were evaluated for cannula stiffness and resistance to breakage test and all samples were compliant per iso 9626. A review of the lot history files was conducted with no findings. Prior to shipment, qc conducts outgoing for visual and dimensional inspections and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported when the needle was inserted through the rubber stopper on a blood collecting tube, the needle-tube started to bend from its hub. The health care personnel suffered minor injury on one's finger as a consequence. It was reported that a blood test was conducted on the health care personnel. The facility took extra pre-caution to conduct an injection exam on both patient and health care professional. Additional information received on 4/17/2018: the needle was snapped off from the hub. Additional information received on 4/18/2018: the needle was already contaminated by blood from the blood sampling of the patient prior to inserting the needle to the collection tube. The needle bent during insertion resulting to a needle stick injury to the health care personnel not the patient.